Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported via phone call that the customer was hospitalized the previous night for a blood glucose level of 20 mg/dl. Paramedics arrived and took the customer to the emergency room; the customer was treated with half of a glucagon syringe and later on food, and she able to recover. The customer's daughter stated that the customer has memory issues and may not have been connected to the pump during the prime sequence, but stated that it is possible she may have been. The customer has also been to the ER recently for high blood pressure and dizziness. The customer was advised to speak to her health care provider regarding her low blood glucose. The customer had also experienced high blood glucose levels exceeding 400 mg/dl and 500 mg/dl, which she declined troubleshooting for at this time. The customer was advised to monitor the pump and call back if issues persist. No products were shipped or returned.